Manufacturer narrative:
Engineering evaluation is on going. Manufacturing facility is awaiting specific device information from physician. Repeated attempts were made to obtain device information prior to reporting.

Event description:
Surgeon revised a total knee arthoplasty approximately nine years post operatively, to correct acute instability of her left knee and radiographic evaluation showed displacement of the patellar button. Patient is reported to have fallen on the knee within the last month. Revision occured without incident.